Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis in 2015 on with a blood glucose level of 915 mg/dl. The customer was assisted by paramedics after having a stroke. The customer was treated for their blood glucose with antibiotics. The customer stated that they had an infection due to the infusion set. The customer was sent new sets.